Event description:
It was reported that a revision was performed due to pain.

Manufacturer narrative:
This report was filed in error. The patient's own patella was resurfaced and while the surgeon was resurfacing the patella he decided to change the insert. The surgeon thinks that there is nothing wrong with the product; in fact, he is impressed with the way the insert looked after seven in situ. Because the surgeon's medical judgment has reached a reasonable conclusion that the device did not cause or contribute to a death or serious injury, or that a malfunction would not be likely to cause or contribute to a death or serious injury if it were to recur, this is not a reportable event.